Manufacturer narrative:
Received two used primary plum sets were received for investigation. As received, a fold over stick down was observed on the secondary port clave on both sets. The returned mating device on sample 2 was measured and found to be compatible. The reported complaint of leakage can be confirmed on both sets due to the fold over stick downs. The probable cause of the clave seal stick down was accessing the clave at an angled or sliding entry during use. The directions for use states: access connectors straight on (without angled or sliding entry). A device history review could not be conducted because no lot number(s) was/were identified. D9 - device was received 3/7/2023.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a primary plum set- clave port, clave y-site, secure lock 103 inch which the customer reported that the negative pressure valve (clear piece within the clave) is getting stuck down/flipped and not functioning. This has lead to one major chemo spill and several other spills of non-cyctotoxic product. It was not reported whether or not the incident occurred to a patient. Harm was not reported as a consequence of this event.